Event description:
It was reported that the distal end case of the gastrointestinal videoscope was burnt. The event occurred during service or maintenance, there were no reports of patient involvement.

Manufacturer narrative:
E1/address 1 and 2: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported event was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: that a high energy treatment device (such as a laser or high frequency device) was used without ensuring sufficient distance from the tip. The instructions for use (IFU) states: "gif-h290t operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the entire endoscope. Gif-h290t operation manual chapter 4 operation:4.3 using endotherapy accessories". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.